Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl and 130 mg/dl. The customer was treated with oranges and nut bar. The customer declined troubleshooting for low blood glucose. The customer was advised if buttons are re-pressed serter may re-attach to sensor and pull needle and sensor up and out along with serter. The insulin pump will not be returned for analysis.